Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to unspecified issue. The iol was replaced with unspecified lens approximately within a month after initial procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. It was reported that 19.0 diopter company specific iol (intraocular lens) was replaced with the same model 24.5 diopter company iol. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The 19.0 diopter company specifically iol lens was exchanged for an 24.5 diopter company iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).